Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked blood. The following information was provided by the initial reporter: blood oozing at the joint.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo, since the defect could not be observed by our quality engineer. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation due to covid complications. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. There are currently controls in place during our manufacturing process to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that q-syte ext set, luer-lok 6 in micro bore leaked blood. The following information was provided by the initial reporter: blood oozing at the joint.